Manufacturer narrative:
Additional information: unique device identification (UDI) and manufacturer date provided.

Manufacturer narrative:
Patient weight not available from the site. UDI and manufacture date not available for this system at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that the surgeon performed a point merge registration in a fess case and had a passing registration, but during the navigate task there was an alleged inaccuracy. The clinical specialist tested the system after the case and was accurate on a demo head. There was no reported impact on patient outcome.

Manufacturer narrative:
Unique device identification (UDI) and manufacture date provided.